Event description:
It was reported before use the bd vacutainer® push button blood collection set there were a missing sleeve covers for the non-patient end cannula. This event occurred 32 times. The following information was provided by the initial reporter. The customer stated: "thirty two (32) needles did not have the protective sleeve portion in the packaging."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: 1 customer photo was received for review and evaluation. The photo was evaluated and shows a pbbcs device that does not appear to have the protective cover over the IV needle. Additionally, 100 retain samples were subjected to a visual test for missing IV protectors. All of the samples passed testing with an IV protector present on each of the IV needles. Bd is able to confirm the customer¿s reported failure mode of empty/missing from the customer photos received. Bd was unable to determine a root cause for the reported issue. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported before use the bd vacutainer® push button blood collection set there were a missing sleeve covers for the non-patient end cannula. This event occurred 32 times. The following information was provided by the initial reporter. The customer stated: "thirty two (32) needles did not have the protective sleeve portion in the packaging."